Event description:
It was reported that during a coronary stenting treatment procedure, a stent damage occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous right coronary artery. The lesion was predilated with a non bsc balloon catheter. A 3.50x38mm promus element plus stent was used to treat the lesion but it did not cross the lesion despite several attempts being made. When the physician removed this device from the patient, he found that the edge of this device was lifted. The procedure was completed with a different device. No patient complications were noted and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).